Event description:
Information was received from a patient who was receiving morphine (unknown concentration or dose) via an implantable pump for non-m alignant pain. It was reported that on (B)(6) 2022 the patient's pump flipped on the side and the side of the pump was pushing out the skin. The patient stated that it was not pushing through the skin, but acted like it was trying to. The patient stated that they had an appointment on (B)(6) 2022 but was told the wrong time and the appointment was missed. The patient stated that they will not be able to get in till next week. The patient stated that they tried to push the pump back so it would be flat and when they did that it hurt a lot. The patient stated, "I can literally grab it if I wanted to by the edge of the pump, it is sticking out about an inch". The patient then stated that the pump has always been floating and moving around inside the pocket due to fluid underneath the pump. The patient stated that they have to drain the fluid out of the pocket almost every time they refill the pump. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.